Manufacturer narrative:
(B)(4). On (B)(6) 2021, the customer alleged failed battery test alarm. The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with cracked case above arrow and battery icon, pillowing keypad overlay, and retainer knit line damage identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found failed battery test alarm on the event date of (b)6); also, found. The insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery test, low battery, and insert battery alarms during testing. In summary, pump passed required testing. Customer alleged for failed battery test alarm was confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed test. Customer reported that battery cap and battery compartment was not damaged and corroded. Customer also reported that the parts were not missing. No harm requiring medical intervention was reported. The device will be returned for analysis.